Event description:
Drug/diluent: unk, fill volume: unk, flow rate: unk, procedure: arthroscopic surgery, cathplace: shoulder joint. (B)(4). Pt alleges serious and permanent damage to his shoulder joint following placement of a pain pump after surgery on (B)(6) 2007.

Manufacturer narrative:
Method: no product was returned for eval and investigation. A review of the device history record was conducted and found that the product met mfg specification prior to release. Results: the info contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow, no customer contact can be made at this time due to the pending litigation. As of (B)(4) 2006, I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On 8/8/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today"; (1303722, rev. E).